Event description:
In 2009, the lay-user/patient contacted lifescan (lfs), alleging that the one touch ultramini meter is giving inaccurate high readings of "240 and 259 mg/dl." On july 6, 2009, this medical surveillance specialist contacted the patient to clarify information obtained during the initial call. The patient tests her blood glucose 4 to 6 times per day. The patient takes 40 units of lantus in the morning and 35 units of lantus in the night. The patient also takes novolog insulin based on a sliding scale per the lfs meter readings. On the day of event, the patient obtained blood glucose readings of "240 and 259 mg/dl," which the patient felt was inaccurately high compared to her normal readings ranging from 78-140 mg/dl. Per the elevated, the patient took 15 units of novolog and ate her usual breakfast. At 9:30am, the patient reportedly developed symptom of "shakiness." The patient tested on the subject meter obtaining reading of "70-83 mg/dl." The patient promptly took orange juice and felt better within minutes. The patient changed over to another vial of test strips and obtained a blood glucose reading of "112 mg/dl," which the patient felt correlated with the way she was feeling after treatment. The patient's insulin regimen was not changed immediately prior to the incident or after the incident. The patient felt that had she obtained the correct reading in the morning, she could have taken the correct insulin dose and prevented the aforementioned symptom. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory to be "240 and 238 mg/dl", as opposed the "240 and 259 mg/dl." This complaint is being reported, because the patient claims that she had symptom that can be suggestive of hypoglycemic after she took insulin, per the elevated lfs meter readings. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.